Event description:
The user facility reported a patient on impella cp support due to anterior myocardial infarction with segment elevation myocardial infarction. While on support, a large hematoma was noted around access site. Forward tension sutures, manual pressure, and sandbag were used as intervention. The pump was noted to be in papillary under echocardiography and reposition attempted, but the pump could not be freed without risk of losing device out of left ventricle. The physician decided to leave the impella in and deep. The patient was successfully weaned and explanted, but quickly became hemodynamically unstable and a new impella cp was implanted. The outcome of procedure was noted as the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations assess access site for bleeding and hematoma. Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.